Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that the left ventricular lead could not be placed in the vein. The lead was not implanted. No patient complications were reported as a result of this event.